Manufacturer narrative:
The reporter stated: "due to the breakdown of the air conditioning, the room was throughout the afternoon with temperatures never lower than 28 degrees c. Probably due to the high temperature I noticed a significant change in the behavior of the material of the intraocular lenses in all surgeries. They had a more elastic behavior that, after being folded, made them return to the base shape much faster and untimely the root cause for the reported complaint appears to be a coincidental event that was not related to product. The IFU (instructions for use) instructs that the iol and viscoelastic should be allowed to attain room temperature prior to use. IFU instructs that cartridge should be used at operating room temperatures between 18°c and 23°c. Not following the correct temperature may result in delivery issues and/or damage. Based on this information, the product did not cause/contribute to the event. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that during an intraocular lens (iol) implantation procedure, the surgeon mentioned that, due to the breakdown of the air conditioning, the room was throughout the afternoon with temperatures never lower than 28 degrees celsius. Probably due to the high temperature surgeon noticed a significant change in the behavior of the material of the intraocular lenses in all surgeries. Iol had a more elastic behavior that, after being folded, made them return to the base shape much faster and untimely. In practice what was noticed was that after folding and introduced into the cartridge they spontaneously left the rear of it. During the injection into the eye, as soon as they reached the final third of the cartridge, they came out spontaneously and with an unpredictable orientation. Additional information has been requested. There are eight medical device reports associated with this complaint. This report is 4 of 8.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).